Manufacturer narrative:
Evaluation of the returned cat6 confirmed kinks and revealed ovalizations on its distal shaft. If the peel away sheath included with the cat6 is not properly used while advancing the cat6 into a parent device and the catheter is forcefully advanced against resistance, damage such as this may occur. During functional testing, the returned cat6 was unable to be advanced into a demonstration peel away sheath due to the kinks and ovalizations in its distal shaft. Further evaluation of the device revealed additional kinks in its proximal shaft. Based on the location of these kinks, this damage was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, while advancing the cat6 into the sheath using the peel away sheath, the physician experienced resistance and, subsequently, kinked the distal tip of the cat6. Therefore, the cat6 and the sheath were removed. The procedure was completed using a new cat6 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.